Event description:
Boston scientific received information stating: lead failure/lead recall. Dr. (B)(6). (B)(6) hospital (B)(6). Implanted (B)(6) 2005. Explant date (B)(6) 2011 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).